Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. It was further reported that on (B)(6)2017, after replacement surgery, leakage of the medicine was confirmed from the catheter near the connector. It was also further reported that although it was scheduled to replace only the pump on (B)(6)2017, the doctor planned to exchange the catheter and remove it from the body and check the abnormal location. At the operation on (B)(6)2017, the catheter near the connector was damaged in the back pocket and leakage of the medicine was confirmed. No further complications were reported and/or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. It was previously reported that on(B)(6)2017, after replacement surgery, leakage of the medicine was confirmed from the catheter near the connector. Additional clarification was requested and the information received reported that the leaking was first discovered at an x-ray study before the surgery as it was indicated in the initial report. It was reported that the catheter and pump have been returned to tokyo analysis center and the system should have been replaced as scheduled and they received no further information including whether the system was in fact replaced. It was reported that the physician¿s name was (B)(6) and no further contact information was provided. It was reported that it was unknown if there were any contributing factors to the leak and catheter damage. It was reported that it was unknown if the breakage and leaking issues have been resolved. No further complications were reported and/or anticipated.

Manufacturer narrative:
The other relevant components include: product ID: 8711, serial# (B)(4), implanted: (B)(6) 2011, explanted: (B)(6) 2017, product type: catheter. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a foreign healthcare professional (hcp) via a manufacturer representative regarding a patient who was receiving gabalon with an unknown concentration and unknown daily dose via an implantable pump for head injury. It was reported that there was a damaged catheter. It was reported that on (B)(6) 2017 the catheter condition was checked via a (B)(6) study for a pump replacement procedure that would occur on (B)(6) 2017. A catheter check using contrast media found that the contrast media leaked around the anchor and a catheter breakage/damage was suspected. On (B)(6) 2017, the catheter is scheduled to be replaced to confirm the issue during the pump replacement procedure. It was noted that during the procedure, the catheter is going to be removed from the patient body as well and the abnormal part of the catheter will be confirmed. It was further reported that on (B)(6) 2017, during the replacement procedure leaking of the drug from the catheter connector was confirmed. During the replacement operation, damage of the catheter of the spinal cord side around the connector was found and leaking of the drug was confirmed. There were no reported patient symptoms. It was reported that the physician did not know the cause of the event and was requesting investigation into the catheter in question. It was reported that it was unknown if the event was recovered. The classification of severity of the event was reported as n/a to 1-7 (not serious). The causality was reported an unrelated to the drug, pump, programmer. The causality was reported as unknown if the event was related to the surgical procedure. The causality was reported as related to the catheter. No further complications were reported and/or anticipated.

Manufacturer narrative:
Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis of the catheter found a catheter body hole or tear caused by the catheter connector pin. (B)(4). If information is provided in the future, a supplemental report will be issued.